Event description:
It was reported that during a ptca treatment procedure the md attempted to inflate the balloon, but was unsuccessful. It was also reported that the balloon appeared to have a pinhole leak. No patient injuries or complications were reported.